Manufacturer narrative:
Additional suspect medical device component involved in the event: model: nm-3138-55 serial: (B)(6). Batch: 7104298 catalog description: 55cm 8 contact extension UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital for shortness of breath and underwent a non-bsc device related cardiac cardioversion procedure. Before the procedure it was advised that the stimulation be turned off. After the procedure was completed, attempts were made to turn the stimulation back on with the remote control (rc) and clinician programmer (cp) but were unsuccessful resulting in a loss of stimulation and a return of tremor symptoms. Communication could not be established with the ipg, and it was suspected that the cardiac cardioversion procedure fried the battery. It was also noted by the resident that there was a visible burn on the right lead extension where it entered the right port of the ipg. The patient underwent a revision procedure later that same day where the ipg was replaced. The lead extension remains implanted as it continues to function properly. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Catalog description: 55cm 8 contact extension. UDI: (B)(4). The returned ipg model number db-1216 serial number (B)(6) has been received in and is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available. The lead extension model nm-3138-55 serial number (B)(6) remains implanted in the patient and was not returned. As such, physical analysis has not been conducted in our laboratory. A review of the manufacturing records associated with the lead extension indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Based on all available information the reported inability to establish communication with the ipg and the associated loss of stimulation has not been confirmed. The ipg is currently undergoing technical analysis, and the investigation is still in progress. Therefore, a root cause has not yet been established.

Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital for shortness of breath and underwent a non-bsc device related cardiac cardioversion procedure. Before the procedure it was advised that the stimulation be turned off. After the procedure was completed, attempts were made to turn the stimulation back on with the remote control (rc) and clinician programmer (cp) but were unsuccessful resulting in a loss of stimulation and a return of tremor symptoms. Communication could not be established with the ipg, and it was suspected that the cardiac cardioversion procedure fried the battery. It was also noted by the resident that there was a visible burn on the right lead extension where it entered the right port of the ipg. The patient underwent a revision procedure later that same day where the ipg was replaced. The lead extension remains implanted as it continues to function properly. The patient was doing well postoperatively.